Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the nurse call board was defective and the backup battery was not within the 2-year replacement period. The issue was resolved by replacing the battery with an 8-hour battery and the nurse call board, and the unit powered on successfully. It was reported that an error code 804 spo2 communication error occurred and the alarm failed when the malfunction occurred. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: eee 910, scratched front bezel, cracked top case and bottom case and lcd did not meet cosmetic criteria. The main board was replaced and the error was cleared. All cosmetically unfit components were replaced. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance of the device, an error code 804 spo2 communication error occurred and the alarm failed when the malfunction occurred. Troubleshooting steps included swapping with a known working cable and sensors. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.